Manufacturer narrative:
A ge service rep performed an onsite investigation. The system was repaired and found to be operating as intended.

Event description:
The customer reported the system displayed a communication fail error message. No report of pr injury.